Event description:
A peritoneal dialysis (pd) patient reported being admitted to the hospital on (B)(6) 2015 for high blood pressure and was discharged on (B)(6) 2015. During a follow up call with the pd nurse it was verified all treatments had been completed on the cycler prior to admittance. The pdrn stated that the nephrologist was unhappy with the patient as he has not been taking his blood pressure medications as directed. Due to his poor compliance, the nephrologist is considering moving the patient to hemodialysis treatments. Medical records were requested.

Manufacturer narrative:
Device evaluation: external visual inspection: the top of the front panel bezel was loose. The stay safe bracket was broken off. There were scratches and abrasions on the top front right corner of the top cover and on the bottom right side of the door. The healer tray/scale was not obstructed. Two simulated treatment were completed without alarms or problems occurring. A simulated treatment was performed in which the amount of fluid delivered to a pseudo-patient ba during each fill phase was weighed. The weighed fluid volumes were compared against the programmed fill value, and the weighed volumes for each fill phase was determined to be within expected tolerance for the liberty cycler. The valve actuation test passed. The system air leak test passed. The patient sensor calibration check passed. The load cell verification was outside of tolerance. The load cell was misaligned on the load cell bracket assembly (beam) within the cycler. The load cell was straightened on the bracket. Following the straightening of the load cell on the bracket, the load cell verification was within tolerance. The internal, visual inspection of the cycler found no discrepancies. The system level review of the liberty cycler and concomitant products found no indication that the products caused or contributed in any way to the clinical event.

Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation.